Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer did not want to troubleshoot and stated doctor wanted customer to get an upgrade. Nurse from intensive care unite called to get revision of the pump. Nurse did not have the original pump or the serial number. Doctor requested replacement pump be sent to the hospital before patient is released.